Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis. The top case was cracked. The bottom case was cracked with visible contamination. There was a burnt component on the interconnect board. When the product was powered up, the fault was replicated. Based on the evidence, the complaint was confirmed. The root cause is attributed to normal wear and tear.

Event description:
It was reported that smoke emitted from a medfusion® 3500 syringe pump. No injury to patient or clinician was reported.